Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found unit inoperable caused by a failure on the radio pcb rendering the unit un-repairable. The un-repairable module will be removed from service.

Event description:
It was reported that a wireless battery module would not connect to the customer's networks. It was also reported there was no patient involvement.